Manufacturer narrative:
Initial and final (B)(4) - device 2 of 6.

Event description:
Reference number (B)(4). Event occurred in brazil. It was reported that the patient faced 6 infusion sets leakage event on (B)(6) 2025. The leakage was located at the quick release (qr). The infusion set was in use for less than 24 hours. The blood glucose level was 231 mg/dl. No further information available.